Event description:
As reported, in an in-stent restenosis case, in the diagonal branch of the lad, the cutting balloon was inflated twice, one distal and one proximal, inside the stent at 10 atm. Patient immediately began to have severe chest pains and it was determined that approximately 6mm proximal to the inflation site in the left main, there was a severe dissection. The flap closed off the main pathways to the left side of the heart. The patient coded and expired.